Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number. Additional information was requested, and the following was obtained: the sales rep reported that stratafix spiral suture sxpp1b406 may also been used on the patient. The rep reported that the dermabond was removed by the patient at 5 weeks. The rep says the doctor does not see patients until 5-6 weeks post-op and that is why the dermabond was not removed earlier. The surgeon always does 2 back stitches with stratafix. Post op instructions for all patients includes no intercourse for 8 weeks and examination prior to clearance. No estrogen prior to healing. Lot number is unknown. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: procedure: repair of vaginal cuff findings: normal external genitalia. The vaginal vault was grossly normal without evidence of vaginal bleeding or discharge. No evidence of infection. There was a ~1cm denuded opening observed at the right (patient¿s left) apex. There was no evidence of full dehiscence. There was n ~3.5cm segment of prior barbed suture material that was removed. It had lost its previous dye and did not appear to be attached to much. The remainder of the cuff (middle and left side) were intact but were oversewn for good measure. Estimated blood loss: scant drains: none specimens: none complications: none; patient tolerated the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿leaving a hole behind.¿? Did the barbs not hold in the tissue post op? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the suture pull out of the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? If not already given, please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? Patient 1: (B)(6) 2025 - robotic hysterectomy with bilateral salpingectomy, right oophorectomy, extensive excision of endometriosis, left ureterolysis patient 2: (B)(6) 2025 robotic hysterectomy patient 3: unknown date ¿ unknown procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the appearance of the suture during the second procedure. Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Dermabond advanced questions for active postal worker: is a photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection were oral steroids prescribed? If yes, provide specify. Were any cultures taken? Results? Please describe how the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of dermabond? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? When was the dermabond removed?

Event description:
It was reported that a patient underwent a robotic hysterectomy with bilateral salpingectomy, right oophorectomy, extensive excision of endometriosis and left ureterolysis on (B)(6) 2025 and topical skin adhesive was used on the port sites. The patient is an active postal worker and did develop blisters and rash around her incision sites approximately 5 weeks post op. She was instructed to remove the surgical glue and was prescribed clobetasol cream. Today she still reports that the incisions are doing much better, but she feels itchy all over her body. Would like to try oral steroids. Additional information was requested.